Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the machine was not communicating and device offline 14 hours. A field service engineer (fse) had checked remote smart service (rss) and found the station offline. The fse had contacted the customer and asked to have information technology (it) check the network port. Later, the customer had stated that the issue was with network and had been resolved. The fse had checked rss again, and the station showed ¿online. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was not communicating and device offline 14 hours. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or adverse events or injuries reported based on this event.